Manufacturer narrative:
It was reported that the hemostatic valve came out of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the catheter could not be advanced. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was replaced, and the procedure continued. There was no patient consequence. Device evaluation details: on 25-aug-2021, the biosense webster inc. (Bwi) product analysis lab received the complaint device for evaluation. Bwi then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. The brim cap was found in its place. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. The brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed for the finished device and no internal action related to the complaint was found during the review. As part of biosense webster¿s quality process all devices are manufactured, inspected, and released to approved specifications. Due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that the hemostatic valve came out of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the catheter could not be advanced. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was replaced, and the procedure continued. There was no patient consequence. Additional information received indicated the hemostatic valve section broke/separated. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was not being used on the patient, it was noticed upon inserting the dilator. The customer¿s reported issue of obstructed sheath is not considered to be MDR reportable since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote.